Event description:
It was reported that the customer's insulin pump would not stay clipped to the holster. Her blood glucose level was above 560 mg/dl. Her blood glucose levels were high, like she was not receiving any insulin. The customer treated her blood glucose level with 60 units of insulin and brought it down to 100 mg/dl. She also experienced low blood glucose levels. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.